Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications and was injured and damaged. Because of complications, the device was removed. The device was not returned for evaluation.

Event description:
The pt reported that subsequent to the implant of a protegen sling, she experienced pain described as both bone and muscle related. She also reported bladder, vaginal and anal wall prolapse. The right bone anchor was removed on 8/25/01. The sling was not removed as previously reported.